Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited oversensing of noise which caused pacing inhibition for six seconds. Technical services (ts) recommended evaluating the rv lead in clinic, determining what the patient was doing at the time of the episode, and reprogramming options. It was noted the rv lead measurements were stable. This pacemaker remains in service. No adverse patient effects were reported.